Event description:
It was reported that this right ventricular (rv) lead exhibited amplitude out of range due to undersensing resulting in loss of capture (loss of capture (loc) and threshold issues. Boston scientific technical services (ts) discussed the value that triggers an oor amplitude in the rv and suggested adjusting sensing might help. This lead remains in service. No adverse patient effects were reported.